Manufacturer narrative:
(B)(4). Guide wire: runthrough ns; guide catheter: taiga 6f jl4; stent: nobori 2.75 x 24 mm. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a non tortuous, mildly calcified, eccentric, 90% stenosed mid left anterior descending artery. After pre-dilatation, a non-abbott stent was implanted at the lesion. A 2.75 x 15 mm nc trek was used for post-dilatation, inflated two times at 18 atmospheres, and then removed. The stent had not sufficiently expanded so the same nc trek was again delivered and inflated, however; it ruptured on the third inflation at 18 atmospheres. A different nc trek was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.